Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor became aware that the capsular contracture baker grade experienced by the patient bilaterally was iii, and it was patient's primary breast augmentation. Date of adverse event was also provided as (B)(6) 2020. Field b3 has been updated on this form to (B)(6) 2020. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation surgery with 325cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture baker grade unknown post procedure. As a result, patient underwent removal and replacement with catalog number 350-2754bc; serial number (B)(4) on the left side and with catalog number 350-2754bc; serial number (B)(4) on the right side (B)(6) 2020. This report is for the patient¿s left-sided device.